Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual inspection identified residue of unknown bodily fluids on the shaft of the catheter; however, no external damage to the balloon was observed. The drainage funnel was flushed, and no issues were noted. The balloon was inflated with 10 ml of solution using the returned syringe, and no leaks were observed. The balloon was then passively deflated, during which a small amount of balloon cuffing was noted. Although balloon cuffing was observed during evaluation, the condition does not warrant initiation of an additional complaint. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the operating room. When a CT scan was performed in the ward, air was found in the bladder. Per follow up information received via rcc on 23sep2025, stated that the patient was male and had esophageal cancer surgery. No special treatment was given. The catheter was replaced. Patient's progress and health status mentioned no health problems. Per follow up information received via rcc on 18sep2025, stated that in the male patient with esophageal cancer surgery a CT scan was performed, and it was not routine, and it was not performed due to a suspected malfunction of the catheter; it was performed for an unrelated reason. No special treatment was given and the CT scan revealed air, so the catheter was simply replaced and when asked about if the event was related to malfunction so the hospital staff agreed to it.

Event description:
It was reported that the foley catheter was placed in the operating room. When a CT scan was performed in the ward, air was found in the bladder.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.